Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: 2426-0007 set IV administration primary alaris smartsite 127in lot#: 25113255 - alaris bd tubing punctured at the stretchy part of tubing that goes into IV pump. Nurse had 2 consecutive sets puncture/tear at same place, right where stretchy part connects to the more rigid tubing.

Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.